Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was post sensed t wave oversensing on the pacemaker. Patient was asymptomatic. Programming changes were discussed. Additional information was not reported.

Event description:
New information received on (B)(6) 2018 notes that the post sensed t wave oversensing was noted via remote transmission. Programming changes were performed.